Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there is no damage to keypad observed. The 'contrast/down/ok' buttons are unresponsive and sticking when pressed. The 'up' button is responsive and springs back when pressed. There was evidence of keypad adhesive found under all key contacts.